Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. The device passed testing, with no anomalies found. The battery contacts were found to be compressed, the lower case and both bail covers were broken, the ring was bent, and the keyboard was scratched.

Event description:
It was reported the epg (external pulse generator) turned itself off after a few seconds, even with a new battery. The epg was returned for repair. No patient complications were reported as a result of this event.